Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a damaged display issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1: 09/15/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2015 with the following findings:a visual inspection of the pump was performed and it was noted that the display lens was scratched. Unrelated to the original complaint, it was also noted that the battery compartment was cracked on the side from the threads to the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.